Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter "analysis results were not available at time of this report. A follow-up report will be sent when analysis is completed." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient went to see the implanting hcp, and the hcp stated "oops there is a kink in the catheter." The patient was told they would have to cut a hole in their back again and pull on the catheter and unkink it. It was noted that the catheter had been unkinked. The catheter revision occurred on (B)(6) 2017. The patient noted enduring pain from the revision. The patient has been worse and has extreme pain in their back and all over. The patient also reported that they have a pain pump installed and that was exactly what it was doing. It was stated that their pump seemed to be only pumping pain. The patient stated that the pump does not work, and is in worse pain now than before. It was noted the pain was constant. The patient was advised to use the personal therapy manager (ptm) and the patient stated they do not see a difference in the pain reduction when they use a bolus or not. The patient noted they have not seen the reduction in pain since they received the ptm and stated "in fact it is worse." The patient stated they wished they would have waited and tried changing the medication before getting the pump. There was no out of box failure and there was not a medical/therapy problem related to small components product. The event date was noted as (B)(6) 2017 (date of implant). No further complications were reported/anticipated.

Manufacturer narrative:
Additional information has an aware date of 2018-jan-08. Analysis of the device found a kink observed in the catheter body. Device evaluation aware date was 2017-nov-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient was receiving hydromorphone (400.0 mcg/ml at 99.91 mcg/day), bupivacaine (30.0 mg/ml at 7.494 mg/day), and compounded baclofen (200.0 mcg/ml at 49.96 mcg/day) via an implantable pump. It was noted the patient reported, on (B)(6) 2017, uncontrolled pain since pump implant without improvement following concentration change. The patient also experienced increased burning pain in the lower extremities. The next day the patient presented to the clinic and reported worsening lower extremity weakness. The bolus dose and continuous it rate were both increased secondary to uncontrolled pain. On (B)(6) 2017, the patient presented for pump refill to allow for increased continuous rate of hydromorphone. A cap dye study was also performed at this visit which revealed a catheter kink. The pump was reprogrammed as well on this date. The next day, surgical observation was performed and a catheter kink at the connecting pin and anchor nose. The catheter kink was freed up from distal connecting pin, connecting pin was removed and replaced. The hcp also pulled back the catheter from c4 to c7 to remove the kink at the anchor nose. It was indicated the event was related to the device or therapy. The clinical diagnosis was uncontrolled pain and the device diagnosis was catheter kink. The issue resolved without sequelae on (B)(6) 2017. Further information reported that, on (B)(6) 2017, following the cap dye study the patient was moved to recovery and experienced lightheadedness, nausea, vomiting, and weakness. The patient was admitted to the hospital for observation. The cap dye study procedure notes documented these symptoms as complications. The hcp notes state the it medication were possibly too high. The patient's pump was refilled and the it doses hydromorphone and baclofen were increased during the same visit as the cap dye study. On (B)(6) 2017, the patient was improved and was discharged. The patient was also cleared by cardiology which was consulted to determine if symptoms were related to cardiac issues. No interventions specific to this event were performed. It was indicated the event was possibly related to the device or therapy and possibly related to hydromorphone and compounded baclofen due to those drugs being increased and bupivacaine was decreased. The clinical diagnosis was complications following cap dye study. The event required in-patient or prolonged hospitalization. These issues resolved without sequelae on (B)(6) 2017. Additional information received from a healthcare provider (hcp) via a clinical study reported the clinical diagnosis was updated to possible it medication side effects.

Manufacturer narrative:
Product ID (B)(4) .serial# (B)(4) implanted:(B)(4) 2017: product type catheter. UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated there was no documentation of a bolus was delivered. No further information was reported/anticipated.